Event description:
Additional information was received indicated the patient had problems with the prialt so they had to put in the morphine. The patient did not state what kind of problems or mention that there was ever prialt in the pump. It was reported they were going to put in prialt but put in morphine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of dilaudid via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having major discomfort at the pump site as the pump was pressing/pressure on the ribs and pushing out of the skin. Patient reports asking for the small pump and she found out a couple of months later that her healthcare professional (hcp) implanted the large pump. The patient knows there was not a whole lot of difference in pump sizes but that she was a small person. Patient stated that she discussed this issue with her hcp and the hcp would not see her. The patient was sick of the pump being inside her. Additional information was received from a consumer on 2021-jun-30 indicated the patient was receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump. The patient inquired about removing the catheter. It was reported the patient had the pump removed but not the catheter. It was also reported they were supposed to put prialt in her pump, but they put morphine and she was allergic. They also put in the wrong size pump and the pump stuck out and would hurt her when she would bend over. It was further reported the pump never helped and she did not get any benefit from it. They removed the pump without weaning the patient and she went through withdrawal. It was noted the patient was sitting at the house all day with her head down and unfunctional. The patient thought that she had the pump removed 3-4 years ago.